Event description:
Procedure: laparoscopic colonoscopy reportedly, the surgeon applied the device, heard the seal tone, and cut the tissue; however, the tissue seal was incompleted. The surgeon reports, the blade fired and cut, and the tissue was of regular thickness. A second instrument from the same lot had similar results. The surgeon opened a new package with a different lot number and finished the procedure without incident or injury to the patient.